Event description:
Event description; cpi received information that this oscor lead (model 4440) was repositioned due to dislodgment. During the repositioning procedure the bipolar lead (model 4285) was damaged, the physician repaired and the lead remains implanted.